Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during the procedure to implant this system, pacing impedance measurements were 2300 ohms on the right ventricular (rv) channel. Measurements had increased to greater than 3000 ohms the following day. No noise was observed and sensing and threshold measurements were within normal limits. A chest x-ray and fluoroscopy were performed and did not identify any lead or device anomalies. A follow up visit was completed two weeks later and the impedance measurements were back down to 2200 ohms; however, there was no capture. A revision procedure was performed. The lead was still physically on the septum; however, the helix did not appear to be fully extended and could not be further advanced. Therefore, the lead was removed and once outside the body, the helix would not function. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.